Event description:
It was reported that the ventricular assist device (vad) patient had an emergency outpatient visit, for possibility of orthostatic hypotension. The patient was at home when the patient had convulsions for about three seconds when the patient stood up. The patient did not fall and was taken to the emergency room. A cardiac resynchronization therapy (crt) was performed and no signs of arrhythmia was recorded. A computerized tomography (CT) scan was performed and no cerebral vascular abnormalities were identified. The patient currently has a reduction in the dosage of the calcium channel blocker medication. It was stated that it is being considered to increase the dosage at the next outpatient visit. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the available autologs report did not reveal any anomalies within the analyzed period. Information received from the site indicated that the patient had an emergency outpatient visit for possibility of orthostatic hypotension. The patient was at home when the patient had convulsions for about three seconds when the patient stood up. A cardiac resynchronization therapy did not record any signs of arrhythmia, and a computerized tomography scan did not identify any cerebral vascular abnormalities. Of note, the patient had a reduction in the dosage of calcium channel blocker medication and increasing the dosage at the next outpatient visit was considered. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no e vidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues r elated to the therapeutic use of anticoagulant and antiplatelet medications, the reported reduction in the dosage of calcium channel blocker medication, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural fac tors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.